Event description:
It was reported that there was an alert for high left ventricular (lv) lead pacing impedance. The lead remains in use and will be monitored for more evidence. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m72 implantable tachy lead, (B)(6) 2014; 5076-52 implantable pacing lead, (B)(6) 2014. (B)(4).